Event description:
It was reported that following a study procedure, patient developed fever post ablation, accompanied by mild chest pain. Small local haematoma on right groin area was found as well. The occurrence was stated to be a known adverse event. The adverse event was probably related to rfa procedure, and has now been resolved.

Manufacturer narrative:
Product was not returned for investigation.